Manufacturer narrative:
The physician mentioned the infection is due to failed sensor. The sensor was removed and replaced with a new one. The patient was prescribed with antibiotics and the infection was healed. No further investigation was found necessary for this complaint.

Event description:
On (B)(6) ,senseonics was made aware of an incident where user had an infection at the insertion site due to sensor failure and hence removed and replaced with a new sensor.